Event description:
Customer reported the IV set male luer disconnected from the luer locking cannula female luer during IV fluids infusion. The IV fluids were noted to be infusing into pt's bed. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.